Manufacturer narrative:
The insulin pump was received with no unexpected blank display anomalies noted during our testing. However, the insulin pump was received with a severely stripped battery cap coin slot noted. The insulin pump also has minor scratches on lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 121 mg/dl. Customer stated that they are not able to remove the battery cap. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.